Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges a fire occurred in a home where an electric scooter was charging in a garage.

Manufacturer narrative:
A scene inspection was held. There was no evidence that the pride scooter was the cause of the fire. A follow-up investigation may occur to evaluate other potential causes however this would not be related to the pride device.

Event description:
Alleges a fire occurred in a home where an electric scooter was charging in a garage.